Event description:
A pt underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair. Upon deploying the main body, the top cap was released and the ipsilateral limb was deployed. After this, the cannulation from the contralateral limb was conducted. Final confirmatory angiography revealed an endoleak. The type of the endoleak was uncertain, but the physician suspected either distal type I or type iii endoleak from the ipsilateral iliac leg. For a distal type I endoleak, another manufacturer's stent was placed, but the endoleak was not resolved. Then, the physician suspected a type iii endoleak. The site just above the iliac leg conjunction was occluded by a balloon, and a sheath was inserted into the iliac leg graft to perform an angiography by retrograde transport. Since the type iii endoleak was shown on the angiography, another manufacturer's stent was placed in the iliac leg conjunction site, but the endoleak was not resolved. And then, the physician suspected graft damage, so and add'l zenith iliac leg graft was placed in the ipsilateral iliac artery, but the endoleak was not resolved, so the physician was able to confirm that the graft was not damaged, causing the endoleak. Although the endoleak remained, the procedure was finished. The following month, the endoleak had been resolved. The status of the pt is unk at this time.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; the importance of an accurate deployment; sizing requirements. Per the event evaluation form, resolution of the endoleak was confirmed by CT at a follow-up visit. The device remains implanted and no images were provided to assist in this investigation. A definitive root cause cannot be identified at this time. We will continue to monitor for similar incidents.